Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00111-00. The date of that submission was (07-feb-2025). One used sample was received for evaluation for the complaint that the blood is not able to flow through the device to fill lab tubes when removed part of the vacutainer remained in the lab vial. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The devices were visually inspected. The needle and luer were inspected, no damage or anomalies were observed. The complaint can be confirmed due to the dislodged needle, and the probable cause is unknown.

Event description:
It was reported that the blood is not able to flow through the device to fill lab tubes. When removed part of the vacutainer remained in the lab vial. There was patient involvement, but no patient harm.